Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was re-implanted with a new device. .the reason for the explantation is unknown. Additional information has been requested from the field.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The patient was re-implanted. No further information has been made available from the field.